Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a polyethylene articulating surface of the wrong size was implanted during total knee athroplasty.

Manufacturer narrative:
Class ii product manufacture date is 30 jun 2015; pre-UDI requirement. No device or photos were received with the complaint for investigation. The product remains implanted in the patient; therefore, the condition of the components is unknown. Without a device, both visual and dimensional evaluations cannot be performed. Device history records were reviewed for the articular surface with no deviations or anomalies identified. The label was reviewed to confirm the appropriate product compatibility was listed as compatible with femoral sizes 6-9. This device is used for treatment. A product history search revealed no additional complaints against the related articular surface part and lot combination. The implants were verified for compatibility per the persona product profiler which reported incompatibility of the femoral and articular surface combination is confirmed. It can be confirmed that the incompatible combination implanted is a result of user error. Remains implanted.